Event description:
The graft was implanted for an abdominal aortic aneurysm repair. An opening in the crotch of the graft was found that leaked blood (quantity unk, by reported as minimal). The leak was repaired with sutures and the graft was left in. The pt's condition is fine.